Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with cracked case on display window corner, cracked battery tube threads and minor scratches on display window.